Event description:
After implantation, pt is presenting groin pain. Diagnosed as alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) hospital reports: after implantation, patient is presenting groin pain. Diagnosed as alval after third clinical opinion and revised by (B)(6) at another hospital. Implants were disposed of at the revising hospital. Information received states legal action against surgeon, but may also seek compensation from depuy. Further details to follow. The products associated with this reported event were not returned for examination. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened..